Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, difficult to attach and remove battery from system 6 tools, was not confirmed. No failure modes were found and no damage was observed to the housing. Based on a review of the battery housing IFU, proper installation and removal instructions are provided to prevent product damage. In addition, the IFU provides instructions on cleaning and sterilization to prevent product damage and to ensure efficacy of the product. If the housing is damaged due to improper insertion and/or removal or improper cleaning practices, this may impact the ability for the battery to be installed or removed.

Event description:
It was reported that the battery housing were difficult to attach and remove from the handpiece. Customer used them for six months and reported that she had an existing problem with her 1st cmc joint and the difficulties with the stiff casings has aggravated her condition. The customer reported that she will be referred to occupational health for treatment.

Event description:
It was reported that the battery housing were difficult to attach and remove from the handpiece. Customer used them for six months and reported that she had an existing problem with her 1st cmc joint and the difficulties with the stiff casings has aggravated her condition. The customer reported that she will be referred to occupational health for treatment.